Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the host pc was not powering up and the hard disk drive (hdd) was exhibiting intermittent failure. The defective host pc was returned for analysis, and it confirmed failure in power supply unit. To resolve the issue, the fse replaced the host pc, hdd and reloaded the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.